Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
It was reported that bd insyte autoguard catheter releases prematurely. The following information was provided by the initial reporter: it was reported by the customer that there were repeated sticks to the patient due to the catheter dislodgement. Per call with customer over the phone, the draw would come to the window and as soon as you go through the catheter, it would disappear.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Lot numbers in use provided, but customer did not know which applies to this complaint event date. An additional MDR will be filed to capture the provided lot numbers with unknown event date.